Event description:
The insert would not lock into the acetabular cup. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Section f: section f1-14 has been completed by the MFR. Info has been requested from the user facility and is unobtainable. Summary of evaluation: as received the acetabular insert is observed to be in good condition. Due to subsequent manufacturing operations the relevant insert dimensions cannot be ascertained. The returned insert was functionally tested with two acceptable mating metal shells and the event condition could not be duplicated. The returned insert seated properly and locked in each shell as intended by design. A review of the device history record revealed no discrepancies. The evaluation results suggests that this event is not device related.